Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent pubovaginal sling, harvest of autologous fascia and cystoscopy on (B)(6) 2012 due to sui. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2004 to treat cystocele, rectocele and stress urinary incontinence. It was also reported that the patient underwent mesh removal/revision on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystocele repair and rectocele repair.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, uti, and urgency.